Event description:
The user facility reported for an automated impella controller (aic) that when opening the purge assembly door for the console, it was observed that the blue disc retainer was broken. There was no report of patient harm or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the purge assembly area confirmed a broken blue retainer. The purge disc retainer was replaced and a functional check was conducted. The failure mode will be monitored and trended. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.